Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, an electrocardiogram (ECG) revealed sinus bradycardia with 1st degree atrio-ventricular (av) block and left bundle branch block (lbbb). An ECG done 1 day post implant revealed complete heart block (chb). A permanent pacemaker was implanted 2 days post implant of the valve. Following the permanent pacemaker placement, the patient became hypertensive. An echocardiogram revealed a pericardial effusion in the right ventricle (rv) lead through the apex. Emergency pericardiocentesis was done. 2 days post implant, a large left pleural effusion was noted on the chest x-ray. Ultrasound guided thoracentesis was done to remove the fluid. 3 days post implant, atrial fibrillation (afib) was noted and medication was given. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: conduction disturbances such as complete heart block and left bundle branch block are known potential adverse effects per the instructions for use (IFU), and can be resolved with the implant of a permanent pacemaker, as was the case in this event, with the risk-benefit ratio in favor of the percutaneous aortic valve (pav). It was also reported that the patient experienced atrial fibrillation, hypertension and bradycardia. Arrhythmia such as atrial fibrillation and bradycardia are generally a result of known potential adverse effects per the instructions for use (IFU), such as conduction disturbances or hypertension, or an effect of certain medications or other pre-existing patient conditions. The arrhythmia can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the pav. A pericardial effusion and a pleural effusion are known effects that can occur after cardiac procedures. Without return of the product and with the limited information available, a conclusive cause of the clinical observations could not be determined.